Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) discussed this was a gradual increase in measurements and recommended increasing the alert threshold. No adverse patient effects were reported. This lead remains in service. Additional information was received that this lead continues to exhibit out of range shock impedance measurements. Ts recommended further evaluation such as a 41 j synchronized shock. No other rv measurements were noted to be out of range and no noise was seen on the rv electrogram (egm). No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) discussed this was a gradual increase in measurements and recommended increasing the alert threshold. No adverse patient effects were reported. This lead remains in service. Additional information was received that this lead continues to exhibit out of range shock impedance measurements. Ts recommended further evaluation such as a 41 j synchronized shock. No other rv measurements were noted to be out of range and no noise was seen on the rv electrogram (egm). No adverse patient effects were reported. This lead remains in service. Additional information was received that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.